Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed which showed three gap gauges. A visual examination of the provided pictures revealed signs of instrument wear, including scratches and gouging. Faded areas can be seen on the instruments. In one image, the cutting guide is visible. Damage and/or a burr can be observed on the cutting guide. At this location, a piece of blue material is visible, which could be a fragment of the gap gauge but as the quality of the picture is suboptimal this cannot be confirmed. Furthermore, the reference and lot number of the cutting guide cannot be identified and no further conclusions can be drawn. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved gap gauges and the cutting guide pictured are unknown. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified that gap gauge exhibits signs of repeated use and has deep gouges that impede the fingernail on the engraved side. A review of the device manufacturing records confirmed no abnormalities or deviations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified no additional similar complaints for the reported lot. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the medium gap gauge got scratched during trailing, little bits of plastic were shredded off the spoon. No part fall into the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 ¿ 32-422806, oxf gap gauge med 3/4mm, lot unknown. 32-422805, oxf gap gauge med 1/2mm, lot unknown. Unknown metal tibial cutting guide, lot unknown. G2 ¿ foreign ¿ canada . Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, d10, g3, g6, h1-h4, h6, h11. D10: 32-422806, oxf gap gauge med 5/6mm, lot zb7082226. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.